Manufacturer narrative:
(B)(4). Device evaluation: the report of sheath damage during use was confirmed. Returned was one used peel-away sheath, the dilator involved was not returned. Microscopic evaluation found the sheath was fully separated long the score line. The tip of the sheath exhibited damage indicating it had been pushed back. Since the sheath had been fully peeled, no measurements could be made. A device history record review was performed and did not reveal any manufacturing related issues. The instruction booklet provides instructions for using the sheath/dilator. The IFU cautions the user not to withdraw the dilator until the sheath is within the vessel to minimize the risk of damage to the sheath tip. Since, the dilator involved in the incident was not returned and the sheath had been fully peeled, the probable cause of this issue could not be determined. Note: the sheath/dilator is designed to be inserted as an assembly and the sheath peeled back after insertion into the vessel. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the left basilic vein of a patient in the ccu. During insertion, the clinician removed the dilator from the sheath to dilate the patient's vessel. She then attached the sheath to the dilator and tried to reinsert and the dilator frayed. As a result, an mst kit was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.